Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned voyager catheter noted blood in the hub and inflation lumen, which is consistent with a leak or rupture while in the patient anatomy. There was contrast visible in the inflation lumen and loosely folded balloon, which is consistent with preparation and the balloon inflated. There was a longitudinal rupture at the distal balloon taper for a length of 1.4 cm. There were no scratches noted. There was a flap of a balloon material on the back side of the balloon rupture 3 mm proximal to the distal balloon marker. The flap was located along the balloon fold. Scanning electron microscopy (sem) analysis determined that the rupture may possibly be related to exposure conditions or a material/processing discrepancy. The balloon failure initiated along the inner surface. Longitudinal lines and partial tearing were observed along the inner surface adjacent the fracture. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damaged prior to use. An interaction with other devices and/or the lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation at 10 atm, which is below the rated burst pressure (rbp) of 14 atm. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A conclusive cause for the reported balloon rupture could not be determined. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during dilatation in the mid left anterior descending artery, the rx voyager balloon was inflated to 10 atmospheres but did not continue to expand. A second voyager was used to complete dilatation. Balloon rupture was suspected. There was no adverse patient effect. Though requested, additional information was not provided.